Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During preparation of a 16 x 4.00mm promus premier¿ drug eluting stent, it was noted that the stent appeared crushed and came off from the balloon upon removing the stylet. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned detached from the sds on a pigtail mandrel. Stent damaged was observed on the entire length with stent struts stretched, on the 1st 3 rows on both ends of the stent, stent struts were not stretched but received minimal damage. The crimped stent maximum od (outer diameter) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during handling when the stent protector was removed. A visual examination of the bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During preparation of a 16 x 4.00mm promus premier¿ drug eluting stent, it was noted that the stent appeared crushed and came off from the balloon upon removing the stylet. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.